Manufacturer narrative:
D4: UDI number, expiration date and h4: manufacture date are not available based on the reported lot number. E2: initial reporter field is incorrect due to system limitations. Initial reporter is an ICU company representative. G5: 510k in blank, this device product code is 510k exempt. H3 other: device has not been received for investigation to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak was found during leak testing. The device was not used. Leak location was unknown. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 1/3/2024. Device sample was received without original packaging. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. The leak issue was detected in the leak test; complaint was confirmed. A possible root cause may be damaged tube, which could have been caused during inappropriate handling of the device by the end user. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken because the leak failure is not attributable to the manufacturing process.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. The reported lot number is not related to an ICU medical product. No packaging or labels were returned with the product to identify the product lot or manufacture information.